Event description:
During a coronary stent procedure, the stent dislodged. The physician had placed a filterwire distal to the lesion and attempted to advance the liberte' system, however he was unable to cross the lesion. The lesion was calcified and the stent was catching within the lesion. When he attempted to withdraw the system, the liberte' came off the balloon and remained on the filterwire. The physician then collapsed the filter wire and withdrew it, leaving the undeployed stent in the vessel. He then passed another guide alongside the stent, and then placed another longer stent through the lesion, deployed it, effectively crushing the liberte' stent into the artery wall. The angiographic results were satisfactory.